Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod for approximately 10 hours. The patient reported that the pod failed to properly insert and when the pod was removed from the infusion site on their abdomen, the pod's cannula was found bent. The patient also noted leaking during wear as the adhesive was found to be wet and was peeling off. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone14.7cgm sensor type: g6please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.